Event description:
It was reported that the air-in-line alarm was triggered. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis of complaint that the air-in-line alarm was triggered during testing. Review of service history found no relevant information. Review of event log found multiple instances of "cannot start pump." Visual and functional testing was performed. Complaint of "air in line alarm" was confirmed through functional testing. Replaced the air detector. Device passed testing criteria post repair.